Event description:
The customer reported that while running an hiv-1 p24 antigen assay, summit sample handler did not pipette the correct amount of sample and reagent into well positions c7, d7, e7 and f7 and no error message was generated. A field service engineer was dispatched and was unable to duplicate the event. Fse replaced tip clamp #7 and replaced broken lld springs 3, 6 and 10. No death or serious injury was associated with this event.